Event description:
It was reported that suddenly the pt was no longer able to hear with his device. Testing was carried out on (B) (6) 2009 which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.